Event description:
Related manufacturer reference number: 2017865-2022-03169. It was reported that a patient presented in-clinic for a unrelated generator change. Upon interrogation, the patient's right atrial (ra) and right ventricular (rv) lead was found to be fractured. Additionally, failure to sense, failure to capture, and high pacing impedance was noted on the ra and rv leads. The rv lead also had high defibrillation impedance. The fracture on both leads was suspected through these electrical issues. The ra and rv leads were capped and replaced on (B)(6) 2022. The patient was stable throughout.